Event description:
The home pt (hp) contacted a technical svc rep (tsr) and reported feeling abdominal discomfort, distention and bloating, as if he were overfilled with fluid, during fill 1 using the homechoice automated peritoneal dialysis (apd) system. The incident was reviewed over the phone with the tsr, which revealed the hp had drained 14mls when he bypassed the initial drain, advancing the system into fill 1. The system filled the hp with 1531mls of the programmed fill volume of 2200mls when the hp began to feel overfilled with fluid. The tsr verbally assisted the hp to stop the fill, sit up and perform a manual drain using the cycler. The hp drained 3276mls of fluid, which was 1745mls greater that the delivered fill volume of 1531mls. Afterwards, the tsr assisted the hp to end the apd therapy and arranged for a cycler replacement. Review of the cycler's programming revealed the fill volume = 2200mls, the last fill volume = 1800mls, and the initial drain alarm setpoint = 0mls. The tsr related to the hp that the initial drain alarm setpoint might have been programmed too low at 0mls. The tsr instructed the hp to contact his dialysis center nurse (rn) regarding appropriate programming of the initial drain alarm setpoint and replacement of the cycler. There was no pt injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
Customer sample received; however, eval not yet completed.